Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 352 days post index procedure, the pt experienced a target vessel reintervention. The pt presented to the ER 2 days before the index procedure due to a severe onset of epigastric pain radiating to his back. It was noted that an ultrasound two months prior to this admission demonstrated an abdominal aortic aneurysm. The pt was transferred to the study site and ruled out for a ruptured aneurysm or aortic dissection. The pt was admitted with angina after nitroglycerin relieved his discomfort. Initial cardiac enzymes were negative. Due to the angiogram results, the pt was enrolled in the 1st obtuse marginal (om1). The om1 was 3.0mm wide, 10 mm long and 80% stenosed. It was mildly tortuous. The physician predilated the lesion prior to placing a 3.0 x 12mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged 2 days later on plavix and aspirin. The pt presented to the ER 351 days later after developing an abscess area in the periumbilical region at the site of a previous surgical scar. While in the ER, the pt developed chest pain. ECG showed st depression and t-wave changes in the anterior leads. Cardiac enzymes were not elevated. The pain was eventually relieved with nitroglycerin and morphine. The pt was transferred to the study site for cardiac catheterization. ECG on admission showed normal sinus rhythm with anterior repolarization changes consistent with ischemia. Coronary angiogram on day 352 revealed the lmca with 30% mild, diffuse irregularities, the lcx with 80% narrowing in the beginning portion of the om branch just proximal to the previously placed stent; complete occlusion of om2; diffuse irregularities in the continuation branch, the lad completely occluded after a "short, proximal stump"; proximal stump", svg to lad patent; long, tubular, 50% narrowing in the mid graft; fills lad with antegrade flow to a level of high-grade narrowing, svg to om2 patent with normal flow; mild irregularities in the graft, svg to r-pda patent with normal flow; mild irregularities in the graft, lima to diag patent; fills diag in antegrade fashion without significant narrowings; fills back to the "trapped" portion of the mid lad, and lvef 66%. Subsequently, a 3.0 x 8mm taxus express2 stent was deployed in the om2 branch (per ecrf; om branch per cath report). Residual stenosis was 0%. The pt was discharged 2 days later. In the opinion of the physician, there was a probable relationship between the taxus stent and the tvr.